Manufacturer narrative:
The field service technician repaired the device, and after all safety evaluations the device was returned to service at the customer facility.

Event description:
It was reported that during a preventative maintenance of the device at the user facility the power cord had exposed wires. Exposed wires on a power cord could result in an electric shock to the user or patient, but that was not reported in this case. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a preventative maintenance of the device at the user facility the power cord had exposed wires. Exposed wires on a power cord could result in an electric shock to the user or patient, but that was not reported in this case. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.